Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to pain and swelling, and dislocation of the patient's resurfaced patella. The tibial component and insert were revised. No intra-operative findings or surgeon opinion was reported to the rep as to why the tibia was revised. Rep provided the revision usage sheet, confirmed there were no allegations against the revised insert, and confirmed that no further information will be released by the hospital or surgeon.